Manufacturer narrative:
The lead was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, noise with oversensing was observed on the right ventricular (rv) channel. No pacing inhibition was observed. The lead was removed from service during an elective device upgrade procedure. At the procedure, no obvious lead damage was noted and there were no lead to device connection issues found either. The physician experienced difficulty when removing the lead and a pericardial effusion occurred. A mediastinal drain was placed and the patient was stabilized. No additional adverse patient effects were reported.